Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4)

Event description:
It was reported that the patient underwent a posterior surgical procedure at c1-4 or 5. It was reported that 10 months post-op that the rod was found to be broken. No revision surgery has been set at this time.

Event description:
The construct was implanted at c1-7. 2 months post-op the patient presented in ER with an ill-fitting halo with all 8 pins dislodged from their position and which were applying pressure to various parts of the patient's scalp. The patient had some superficial lacerations to the scalp and superficial pain. The patient reported having had a mechanical fall the night before where the halo was struck the left side. The halo was removed and the patient was placed in a miami j cervical collar. Later the miami j collar was converted to a minerva brace which the patient was to wear at all times. A 3v cervical spine and 2 v lumbar sacral spine radiographs were taken which demonstrated diffuse osteopenia; no changes in the alignment or appearance of spinal fusions hardware and bone graft; stable kyphosis centered at c2-3 level; multilevel degenerative disc disease in the lumbar spine with marked facet degenerative change; mild grade 1 anterolisthesis l2 on l3 and l3 on l4 without interval change; marked disc space narrowing at l4-l5 and l5-s1 with calcified disc versus prior fusion at these levels; and diffuse calcifications with iliac vascular stents. Left upper quadrant tortuous calcifications, likely vascular in nature. There was no evidence of acute fracture. The patient did not appear to have any neck pain or other hardware complications. 4 months post-op the patient complained of tightness in the neck, right greater than left. The tightness extended from the top of the head down into the neck and into the right shoulder. The patient also reported decreased rotation, extension, and flexion of the neck; occasional weakness in upper extremities; some numbness to bilateral fingers; tingling in all the fingers; neck pain; and low back pain which sometimes radiated down into hips bilaterally. Ap and lateral radiographs of the patients' spine were reviewed and demonstrated a posterior spinal fusion extending from the occiput to the level of the c5. There were no changes in alignment or appearance. There was multilevel degenerative disk disease in the lumbar spine with marked facet degenerative changes. Also, per the radiology report on the lumbar spine there was atherosclerotic disease of the abdominal aorta, with bilateral iliac stents; calcified splenic artery in the upper left quadrant; marked loss of disc height at all levels with obliteration of the disc space at l5 and l5-s1. There was mild retrolisthesis of l1 on l2, mild anterolisthesis l3 on l4. Facet arthrosis was present at all levels. The bones were extremely osteopenic. There was mild sacroiliac degenerative change. On the cervical spine there was focal kyphosis at c2-c3 with moderate anterior angulation of c2 with respect to c3. There was solid osseous fusion at c3, c4, and c5. 7 months post-op the patient complained of pain in the mid back radiating into the low back; difficulty walking, diffuse bilateral lower extremity pain; and numbness from the chest downward and intermittent bowel incontinence. Ap and lateral radiographs were reviewed and demonstrated stable hardware with good evidence of bony fusion and with regard to the lower back, multilevel degenerative changes in the entire lumbar region. Per the radiology report, there were "no appreciable changes" from the previous study on either the lumbar spine or cervical spine films. One year post-op the patient presented some pain and an audible clicking sound with motion of the neck. A 4v cervical spine xr demonstrated a "new fracture of the right posterior spinal fusion rod, approximately 3.5 cm proximal to the right c3 lateral mass screw. Otherwise, unchanged partial fusion, alignment and postoperative changes of the spine." There was no evidence of screw loosening on the films. It was reported that the patient underwent a revision surgery 13 months post-op to remove the rod. It was reported that fusion did occur.

Manufacturer narrative:
Visual review confirms rod breakage. Optical examination of the fracture surfaces found significant damage and smearing. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.